Event description:
The initial reporter stated that the pump would not run during the programmed feeding. They did not have any other information. When the pump was returned to mmd, it did deliver as expected, but it did not alarm no flow out correctly. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [(B)(4)].

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump pcb board had failed, causing the no flow out alarm failure. The pump was serviced to correct the issue.